Event description:
Customer complained about "strange" ggt patient results. The specific number of patients impacted was not provided. The following information regarding one sample was provided: one sample had an initial ggt result of 96; the same sample was repeated twice and gave results of 31 and 30 u per l. The following maintenance has been done to the analyzer: preventative maintenance (1 year) including seals, syringes, vacuum, diaphragm and heat cut filter. Decontamination of incubation bath. Rinse station tubing was changed. Mixer adjustment was checked. R1 mixer and all syringe valves were changed. No information was provided to determine if any adverse events occurred. If additional information is received, appropriate notification will be provided.

Manufacturer narrative:
The analyzer was observed and multiple hardware checks were performed. All checks were found to be within spec. A precision was performed for amylase. Ast, direct bilirubin, calcium, ise, ggt and triglyceride. All values are ok and cv within expected range. No problems found which could cause or lead to stated problems. No other outliers have occurred at this site.